Event description:
Clinic notes dated (B)(6) 2014 note that the patient has been "sitting down" more. It was noted that the patient has had more sitting down episodes. Clinic notes dated (B)(6) 2012 note that the patient seems to be sitting down more frequently. The notes indicate that the patient has experienced one possible seizure that was not witnessed. It was noted that the patient does not fall or injure herself when sitting. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The physician reported that the relationship between the vns and the patient's sitting episodes is unable to be determined. The physician noted that the staff reported that the sitting down episodes typically happened prior to vns and prior to the last generator replacement. The physician reported that there were no causal or contributory programming or medication changes, or external factors that preceded the onset of the sitting down episodes.